Event description:
It was reported that bd bbl¿ salmonella shigella agar plate 20pk biological contamination was found upon unpacking. The following information was provided by the initial reporter: this is a report about contamination of the media. According to the customer's report, the media was found to be contaminated upon unpacking.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ salmonella shigella agar plate 20pk biological contamination was found upon unpacking. The following information was provided by the initial reporter: this is a report about contamination of the media. According to the customer's report, the media was found to be contaminated upon unpacking.

Manufacturer narrative:
H6. Bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for contamination was not observed. Photos showed precipitation. Retention samples were not tested. It is noted that the product expired 07feb2023. No trend was identified for this lot. This complaint is unable to be confirmed for contamination. This complaint can be confirmed for precipitation based on the photos. Bd was not able to identify a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.